Manufacturer narrative:
All buttons were functioning properly. However, found corroded keypad traces. No button error alarm occurred during testing. The insulin pump was received with a cracked battery tube thread and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The device had been knocked onto the bathroom floor. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.